Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was feeling dizzy and shaky while the cgm was 107 mg/dl. Because she was not feeling well, her daughter checked a bg which was 67 mg/dl. She administered the patient with a glucagon injection that morning. The patient felt fine afterwards. Eventually, the sensor went into a brief sensor issue and then the sensor failed. At the time of the report, the patient felt fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.